Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. When the stapler was discharged by mistake, do you mean that it was fired by mistake? Was the stapler on tissue when it was discharged by mistake? If yes, was there any negative impact to the tissue? Please explain. Was the device locked on tissue with the jaws closed? If yes, how was the device removed? Did the jaws eventually open?

Event description:
It was that during a lobectomy procedure, stapler was not able to open after firing. No additional information. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.